Manufacturer narrative:
It was reported that the patient's system was not working and that the patient had their system explanted at an unknown date. Patient did not consent to further communication. The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
Related manufacturer reference number: 1627487-2019-11552. 1627487-2019-11553. It was reported that the patient's system was not working for the patient, therefore, the patient had their system explanted at an unknown date.